Event description:
During troubleshooting for a check heater line alarm it was discovered that the home patient (hp) had the drain line submerged under water. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she was doing well on the cycler and disconnected the call. No further information could be obtained.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed and the root cause was undetermined. The sample was not available and a lot number was not provided, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed based on information provided by the patient. Follow up report 001 had the reported condition as a check heater line alarm that was not confirmed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.